Manufacturer narrative:
Per the perfusionist, when the date was changed to the correct date, the battery indicator turned red and the power showed 0%. After being plugged in and turned on 30 minutes the indicator turned green. The field service representative (fsr) replaced the coin cell battery, revised the time and date and performed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the power indicator was not functioning properly and the date/time was incorrect on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) found the battery voltage to be acceptable upon receipt. The expected voltage is 3 volts (v) and the measured voltage was 3.2 v when measured with a multimeter. The battery was installed into a lab use only (luo) central control monitor (ccm). Due to the act of changing out the battery, system date and time can be lost. Once this occurs, a battery reset is necessary after correcting system date/time. The battery icon will then take some time to go from red to green which is typical of the system. The unit operated to the manufacturer's specifications.